Event description:
Reportedly during a lead replacement procedure due to a suspected broken lead, the physician was not able to screw the new implanted lead. During the procedure, the silicon cap jumped out from the device header.

Event description:
Reportedly during a lead replacement procedure due to a suspected broken lead, the physician was not able to screw the new implanted lead. During the procedure, the silicon cap jumped out from the device header.